Event description:
The pt had a right colectomy on 07/30/98. The pt returned to surgery on 08/06/98 and determined to have an anastomotic leak. This was repaired and the pt was discharged in good condition on 08/14/98. The surgeon suspected the stapler device because of experience with two previous patients.